Event description:
It was reported that the customer's insulin pump alarmed an error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error during the basic occlusion test as a result, and the device was unable to prime during the prime test as a result of a loose drive support disk.